Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 3889, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported the trial patient was in a lot of pain from the incision area. The patient thought the doctor was going to send a nurse to change the bandages and was going to call them. The following day the patient reported that the nurse did not show up to change their dressing. On (B)(6) 2017, the trial patient reported they were on medications for incontinence, pain, and an antibiotic. The patient felt they still had to go/void all the time. They also mentioned the nurse had not been out to change the bandages. Additional information received from the trial patient on (B)(6) 2017 reported that their back was still hurting. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.